Event description:
It was reported that sometimes post port placement, the clear plastic piece allegedly came off into the patient¿s vessel when tearing the sheath away from the catheter. It was further reported that the surgeon did catch this but had to dissect into the patient¿s vessel to retrieve to prevent it from migrating to the heart. Current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one fully peeled 10.0 fr peel-apart sheath was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The valve cap appeared to be detached from the 'bard' side of the t-handle of the peel-apart sheath. The manufacturing site evaluation states, an initial view showed a completely peeled 10fr airguard, the vessel dilator was not present, half of the top cap belonging to the end indicating bard on the t-handle was observed to be detached, half of the valve was not present, evident residues of use were observed throughout the sample. Therefore, the investigation is confirmed for the reported failure to bond and the material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the clear plastic piece allegedly came off into the patient¿s vessel when tearing the sheath away from the catheter. It was further reported that the surgeon did catch this but had to dissect into the patient¿s vessel to retrieve to prevent it from migrating to the heart. The current status of the patient was unknown.